Manufacturer narrative:
(B)(4) date sent: 10/3/2016. Batch #(B)(4). The device was received with the tissue pad partially detached but 100% present. Body fluids were on the device. The device was connected to a test handpiece and gen11 generator for functional testing. During testing, the blade tip broke off, evidence that the blade had been damaged during use. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when dissecting the gall bladder from the liver bed, the device was activated on a liver a few times and the device received an alert to clean instrument. The device was cleaned and it passed the activate to test screen. The device was activated on tissue a couple times and then received the clean instrument alert screen again. The device was cleaned and when the activated to test, the device received a replace instrument alert screen. The surgeon used laser and electrocautery to achieve hemostasis of the liver bed and complete the case. There were no adverse consequences for the patient.